Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. According to the available information, during onsite visit field service engineer (fse) performed all calibrations of the eye tracker camera and performed all tests required by manufacturer. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported eye tracker did not recognize (an eye) during a surgery. The event was reported to have stabilized during surgery and the procedure was completed the same day. No patient harm was reported.